Manufacturer narrative:
The serial number was not reported by the customer.

Event description:
It has been reported that the device is not passing its self diagnostic check.

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue.